Event description:
No additional information.

Manufacturer narrative:
Investigation results: one mz1000 china sample was received for investigation; the sample was received without packaging, however the customer confirmed the affected lot to be 23015558. The returned sample was subjected to pressure testing, which confirmed the customer's experience ; leakage was observed from a crack at the female luer adaptor (appendix 1). The details of this feedback were forwarded to the manufacturing site for investigation. Previous investigations have been unable to determine a potential root cause for the customer's experience; no obvious manufacturing defects or potential manufacturing contributors were identified which may have resulted in the observed damage. A review of the production records for lot 23015558 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. Although a definitive root cause could not be determined in this instance, previous investigations have confirmed similar damage can be caused or contributed to by a combination of different factors, including prolonged use of substances that are aggressive to plastics, over-torque of the component during connection with the male luer, or use of a male luer that is not compliant to iso standards. In this instance, based on the information available, it has not been possible to determine which of these factors were key contributors to the customer's experience. A review of the customer feedback database indicates that this is a rare occurrence with a small number of similar reports against the mz1000 china product in the past 12 months.

Manufacturer narrative:
E1: initial reporter address: (B)(6). H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd maxzero needless connector was cracked the following information was received by the initial reporter with the following verbatim: after the patient was left with an intravenous indwelling needle, in order to reduce the patient's pain and improve the safety of infusion, the transparent needleless connector was connected, and in the process of connecting and draining, the transparent needleless connector was found to be cracked and leaking.